Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, damage on the pump and battery battery-failed alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884l.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The pump passed the displacement test, self test, and rewind test. Test p-cap locked properly into the reservoir compartment. The pump failed the prime/seating test. Unable to perform basic occlusion test, force sensor test, and occlusion test due to immediate seating during prime/seating test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of 08/02/2024 at 07:31:00.000 to 07:54:00.000 during basal. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No delivery/occlusion alarm and failed battery test were not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Prime/fill anomaly was confirmed during testing due to moisture damage on the motor home switch. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.